Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 2 months, and 28 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve required intervention due to stenosis and severe regurgitation. The gradients and velocities are also documented as elevated. The patient was reported to be on coumadin. Prior to the valve in valve procedure, a pre-dilation was completed with a true balloon. After the post dilation, the valve in valve was completed successfully with +2cc of volume. Post echo, the mean gradient was 6mmhg and post invasive peak to peak gradient was 0mmhg. The patient remained hemodynamically stable with a time period of pressure drop after the initial balloon aortic valvuloplasty (bav). The patient was in stable condition following the procedure.